Event description:
It was reported that there was a no external power alarm shown in the last 6 relevant alarm history on the patient's system controller on (B)(6) 2024. However, nothing came up on the log files. Since the record interval was set for 1 hour in the first log file, a new log file with 88 hours record interval was submitted for review. The data from (B)(6) 2024 captured a series of no external power events on (B)(6) 2024 that indicated a loss of power to the mobile power unit (mpu). The system continued to operate at the set speed and was supported by the controller's backup battery until external power was restored. There were no environmental circumstances that would affect ac power at the time of the event. The mpu was reported to have a v-lock connector on the ac power cord. The ac power cord did not come loose at the wall outlet or from the back of the unit. The mpu was not taken out of service.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a log file was submitted for review regarding a no external power alarm on the reported date of 27may2024. Data on the reported event of 27may2024 was reviewed. The controller event log file captured a no external power/low power hazard alarm event on 27may2024 at 6:06:42. The alarm activated due to a power loss from the mobile power unit (mpu). The system reverted to the internal 11v backup battery for power and was unaffected by the power loss to both power cables. Power was restored from the mpu at 6:06:50 and the alarm cleared. Additional information reported there were power outage at the patient¿s home that potentially is related. No functional issue was reported with the mobile power unit (serial # (B)(6)) and it was reported no products will be returned. The complaint does not meet the requirement of the investigation procedure for a review of the device history records. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes ¿connect power¿ alarms. No external power alarm. 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Low power alarm: 1. Promptly connect to a working or different power source (mobile power unit or two heartmate batteries). 2. Call your hospital contact if connecting to power does not resolve the alarm. Power cable disconnect alarm: 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Under section 3, ¿switching power sources¿, describes steps for exchanging between power sources (mobile power unit and batteries). Heartmate 3 instructions for use, under section d, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that there was a power outage at the time of the event that caused the no external power alarm.